Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with filled with 300 units, and the pump displayed an accurate fill estimate of over 240 units. Tandem technical support educated that per insulin gauge calculations the fill estimate was accurate. The customer did not know blood glucose value, but stated that he felt like blood glucose (bg) level was a little low; however, the customer was unable to specify if bg level was under 70 mg/dl. To treat the low bg level, the customer consumed a snack.